Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor displayed an e95 error code (no detergent remains error code). The customer also reported that the unit was not used for about 30 days and that the device was not prepped for long term storage mode according to the operation manual. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the event occurred because the user did not read the instructions for use (IFU) thoroughly. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the IFU: chapter 7 routine maintenance: 7.18 care and maintenance after long-term storage. When using the equipment after it has been stored for more than 14 days without being used, setting up the equipment, performing the reprocessing program, and performing the water supply piping disinfection are required. Olympus will continue to monitor field performance for this device.